Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t-waves oversensing causing non-sustained rv noise issues on a merlin.net was observed. The lead remains implanted and its being monitored. Patient stable with no symptoms.